Event description:
A customer reported that during a procedure, the surgeon noted a knife was blunt upon making the incision. An alternate knife was used and the case was completed without delay or pt harm. Add'l info has been requested. This is the third of four medical device reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).